Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported: "the saturation was not aligned with the clinical status of the patient. The newborn had a good color but on the other hand low spo2. And out of the blue the pleth disappeared and no reading or number could be seen on the screen." No consequences or impact to patient were reported.